Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received spi to motor pic communication error on their insulin pump. The customer's blood glucose level at the time of incident was 138m/dl. The customer states they also received off no power alarm. The customer states the pump screen will not come up, so the customer cannot clear the alarm. The customer states the pump is also cracked on the case and missing a piece. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed a39 follow by off no power alarm due to faulty component on the interface board. The insulin pump was received with bleeding lcd glass, cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and broken battery tube threads.